Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument troubleshooting. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. During troubleshooting of the discrepant plt issues with patient results and background plt, it was found that the rinsing head, which is a part of the sampling module, was not attached all the way into the replacement sampling module. The loose rinsing head caused slight misalignment between the sample probe and the rinsing head. Securely attaching the rinsing head into the sampling module resolved the issue. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed discrepant platelet results on the cell-dyn emerald analyzer. The following data was provided for a patient diagnosed with chronic lymphocytic leukemia: sid (B)(6) initial 109, repeats 18, 21, 111, 16, 34 k/ul. There was no impact to patient management reported.